Manufacturer narrative:
Concomitant medical products: 620bg27 heart band, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that the patient experienced atrial standstill, loss of p-waves and high capture threshold. The ra lead remains in use. No patient complications have been reported as a result of this event.